Event description:
A customer reported that their pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide this information. Technical support instructed the customer on attempting to restart the device and recommended charging it with known working supplies; however, the pump did not power on. As a result, technical support decided to replace the pump, confirmed the shipping address, and advised the customer to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. The customer received instructions to return the faulty pump within ten days using a pre-paid label, which they acknowledged and understood.